Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), pelvic pain ("severe pains") and genital injury ("she suffered damages during the product implantation, fallopian right tube site was damaged") in a (B)(6) female patient who had essure (batch no. 835434) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: before the product insertion, never had presented headaches. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital injury (seriousness criterion medically significant), complication of device insertion ("she suffered damages during the product implantation, fallopian right tube site was damaged"), fallopian tube enlargement ("fallopian right tube site swollen") and medical device repositioning ("the device of the right fallopian tube had to be removed and inserted again"). On (B)(6) 2011, the patient underwent genital injury (seriousness criterion medically significant), complication of device insertion ("she suffered damages during the product implantation, fallopian right tube site was damaged"), fallopian tube enlargement ("fallopian right tube site swollen") and medical device repositioning ("the device of the right fallopian tube had to be removed and inserted again"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("unspecified site inflammation"), menorrhagia ("bleeding became more abundant during her menstrual period"), dyspareunia ("sexual intercourse very painful"), sciatic nerve injury ("sciatic nerve damage"), headache ("headache"), urinary tract infection ("intermittent urinary infection"), blood folate decreased ("she has lost the folic acid") and carpal tunnel syndrome ("carpal tunnel"). The patient was treated with folic acid, paracetamol (acetaminophen), antibiotics and surgery (essure will be removed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the allergy to metals, pelvic pain, genital injury, complication of device insertion, fallopian tube enlargement, medical device repositioning, inflammation, menorrhagia, dyspareunia, sciatic nerve injury, headache, urinary tract infection, blood folate decreased and carpal tunnel syndrome outcome was unknown. The reporter provided no causality assessment for allergy to metals, blood folate decreased, complication of device insertion, dyspareunia, fallopian tube enlargement, genital injury, headache, inflammation, medical device repositioning, menorrhagia, pelvic pain, sciatic nerve injury and urinary tract infection with essure. The reporter considered carpal tunnel syndrome to be unrelated to essure. The reporter commented: the device of the right fallopian tube had to be removed and inserted again, therefore, the site was damaged and swollen. She reported that since the product insertion, she started to present different adverse reactions. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: allergy to nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-dec-2017 for the following meddra preferred terms: allergy to metals: the analysis in the global safety database revealed 339 cases. Pelvic pain: the analysis in the global safety database revealed 8.665 cases. Genital injury: the analysis in the global safety database revealed 17 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), pelvic pain ("severe pains") and genital injury ("she suffered damages during the product implantation, fallopian right tube site was damaged") in a (B)(6) -year-old female patient who had essure (batch no. 835434) inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: before the product insertion, never had presented headaches. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient underwent medical device repositioning ("the device of the right fallopian tube had to be removed and inserted again") and the patient experienced genital injury (seriousness criterion medically significant), complication of device insertion ("she suffered damages during the product implantation, fallopian right tube site was damaged") and fallopian tube enlargement ("fallopian right tube site swollen"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("unspecified site inflammation"), menorrhagia ("bleeding became more abundant during her menstrual period"), dyspareunia ("sexual intercourse very painful"), sciatic nerve injury ("sciatic nerve damage"), headache ("headache"), urinary tract infection ("intermittent urinary infection"), blood folate decreased ("she has lost the folic acid") and carpal tunnel syndrome ("carpal tunnel"). The patient was treated with folic acid, paracetamol (acetaminophen), antibiotics. Essure treatment was not changed. The patient will be treated with surgery (essure will be removed on (B)(6) 2017). At the time of the report, the allergy to metals, pelvic pain, genital injury, complication of device insertion, fallopian tube enlargement, medical device repositioning, inflammation, menorrhagia, dyspareunia, sciatic nerve injury, headache, urinary tract infection, blood folate decreased and carpal tunnel syndrome outcome was unknown. The reporter provided no causality assessment for allergy to metals, blood folate decreased, complication of device insertion, dyspareunia, fallopian tube enlargement, genital injury, headache, inflammation, medical device repositioning, menorrhagia, pelvic pain, sciatic nerve injury and urinary tract infection with essure. The reporter considered carpal tunnel syndrome to be unrelated to essure. The reporter commented: the device of the right fallopian tube had to be removed and inserted again, therefore, the site was damaged and swollen. She reported that since the product insertion, she started to present different adverse reactions. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: allergy to nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 27_nov_2017 for the following meddra preferred terms: allergy to metals: the analysis in the global safety database revealed 336 cases. Pelvic pain: the analysis in the global safety database revealed 8135 cases. Genital injury: the analysis in the global safety database revealed 23 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.